Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the plunger was observed fully advance and locked. A lack in the amount of viscoelastic was observed inside the cartridge. No assembly issues were observed. The cartridge tip was observed broken and confirmed the reported issue. A probable cause could be the lack of viscoelastic which could cause resistance, and may lead to a break in the cartridge tip with the push rod. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, model pcb00, was ''splayed'' as the intraocular lens (iol) injected. Additional information was received and it was learned that there was no patient contact. Reportedly, no incision enlargement, no vitrectomy was performed, no suture was used and no patient injury was reported. The patient was reported being good post-operation. A zcb00 lens was used instead. No further information was provided.